Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Pt reports 3-4 weeks ago she was reprogrammed as she was having pain. Pt states since adjustment she has no pain however now the controller and the ins deplete within 24 hours. Pt mentioned that they did a nerve block at that appt for the pain she was having. Pt stated they did an xray which showed that the lead is loose and has moved to right side where pt has pain. Pt states her hcp is concerned on how high the ins was placed. Pt states the placement does bother her. Pt states her pain started a year or so ago and mentioned she had a right hip replacement done on (B)(6) 2021 and is unsure if pain is related. Pt states (B)(6) was notified of this on (B)(6) and pt was reprogrammed on (B)(6). The lead apparently had moved, but only by a electrode/contact or so. Reprogrammed with no issue. Rep clarified they were notified on (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: on (B)(6) 2020, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: on (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-feb-2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 28-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.